Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of the issue with hled surgical light. The camera's sterilizable handle detached. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as the handle should not detach, and it contributed to the event. The device was not being used for patient treatment at the time when the event occurred. The cracks and broken clips observed on the latest generation of sterilisable handles leading to the lens detachment is probably the result of a chemical stress due to aggressive cleaning products. These damages cannot occur when handles are fitted on the lights and are detectable before use. In the instruction for use it is mentioned to check the handles for cracks and soiling during the sterilization process and also before mounting on the light. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The correction of d4 model #, catalog # fields deem required. This is based on internal evaluation. Previous d4: model # ard5685466010c. Catalog # ard5685466010c. Corrected d4: model # ard568370958/ard568350953. Catalog # ard568370958/ard568350953.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of the issue with held surgical light. The camera's sterilizable handle detached. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.